Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during transfemoral tavr with a 26mm sapien 3 ultra valve with the esheath in the aortic position, resistance was encountered while inserting the esheath into the vessel.  The ultra delivery system was pushed through the esheath smooth and without problems. Valve positioning was difficult but finally was managed in a good position without perivalvular leak. The ultra delivery system was fully unflexed and with neutral pressure. Resistance was encountered while bringing the balloon back into the esheath.  An attempt was made to reshape the balloon by adding 5cc outside the sheath and turning it clockwise. It was then managed to get the system out, the esheath was removed with the dilator inside. After removal, the sheath seam was damaged about 3-4cm from the tip.  There was no vascular complications and the patient was in good condition post procedure.  Review of the pictures showed the sheath shaft liner was delaminated.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation after being used in the procedure. The sheath was returned with introducer fully inserted through. A review of imagery provided showed sheath liner circumferentially delaminated and bunched up.  Visual inspection of the returned sheath showed the following:  sheath liner fully expanded as designed; delamination was confirmed approximately 2¿ from the distal end; marker band was present and partially separated from liner, and no tear was observed; minor soft tip damage. Due to the condition of the returned device and nature of the issue (liner delamination), no relevant functional testing or dimensional analysis were performed. The complaint was confirmed by visual inspection. During the manufacturing, the sheath shaft was 100% inspected for any defects. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality.  In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The verification includes visual inspection for abnormalities both before and after seam expansion testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no other similar complaints for liner delamination and sheath insertion difficulty in patient.  A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned similar complaints for the trend categories, however, no manufacturing non-conformance were identified during these evaluations. Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. A review of complaint history revealed that the monthly occurrence rates for these failures did not exceed the (B)(6) 2019 control limit for the applicable trend categories. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies. Per the IFU: completely unflex the delivery system, retract the loader and remove the delivery system and the loader from the sheath. Caution: completely unflex the delivery system prior to removal to minimize the risk of capsular injury. Note: if there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again. Repeat as necessary. Per the training manual: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification; do not force sheath; once inserted, remove dilator and suture the sheath in place. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It is to be noted that the c-marker band was still intact on the returned sheath and no vascular complications occurred. The complaint sheath distal tip liner delamination was confirmed based on device return condition, while for the complaint of sheath shaft insertion difficulty in patient was unable to be confirmed due to lack of procedural imagery. However, no potential manufacturing non-conformance were identified during evaluation of the returned device. Based on the applicable complaint history, lot history and DHR review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. It is possible that patient factors (tortuosity/calcification) contributed to the reported high push force during sheath insertion. Per procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Tortuosity can create a challenging pathway for the device to move through during insertion/advancement. Calcification in the vessel can interact with the device preventing a smooth insertion of the sheath in vessel. The observed damage in the sheath distal tip is an indicative of calcification interacting with sheath during sheath insertion. Per report, there were difficulties withdrawing the delivery system, which could have resulted in the liner delamination. If more force than usual is used when pulling the delivery system, it could cause the liner of the sheath to delaminate. Based, available information suggests that patient (tortuosity/calcification) and procedural factors (device manipulation to overcome difficulties removing the delivery system) contributed to the reported complaint events. However, a definitive root was unable to be determined. Since no product non-conformance or IFU/training deficiencies were identified during this evaluation and the control limits were not exceeded for the applicable trend category, product risk assessment escalation, and corrective/preventative actions are not required.